Manufacturer narrative:
(B)(4). Batch # r57a96. Investigation summary ==> the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received fully fired. No functional test was performed due the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure the device fired on thick tissue using a gst60t reload. After reloading the device and trying to put it back down through the trocar it would not fit due to the anvil being bent. A like device was used to complete the procedure. There were no patient consequences reported.